Event description:
The product was evaluated. An external visual inspection was performed and failed due to detached and missing sensor wire. The allegation was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6: adverse event problem - health effect - clinical code: correction from 4582 - no clinical signs, symptoms or conditions to 1888 - bleeding.

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.